Event description:
It was reported that a revision surgery was performed to remove a journey 1 bcs insert. It was evident that the post had sheared off. Further details were asked and the doctor declined to provide any.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no clinical relevant documents were provided to conduct a thorough medical assessment. It was communicated the doctor has declined to provide the explant or any information related to this case. Therefore, the future impact to the patient cannot be determined. If any additional documents are provided this case could be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.